Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent fully expanded and deployed. The monopolar plug was detached. No other problems were noted with the stent and delivery system. The reported event of device damaged/defective was confirmed as the device was returned with detached monopolar plug. Product analysis did not confirm the reported events of delivery system difficult to remove and stent positioning issue as these events occurred during the procedure. Taking all available information into consideration, the investigation concluded that the reported event of detached monopolar plug was likely due to factors encountered during the procedure. It is possible that the lesion characteristics, handling of the device, the technique used by the physician (force applied), limited the performance of the device and contributed to the reported event and observed problems. Therefore, the most probable cause of the reported event is adverse event related to procedure a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent positioning issue is noted within the IFU as possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. The physician was using the eus method of deployment, where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. During the procedure, the tech was able to penetrate the cyst. However, the monopolar plug was detached when the cautery was removed. The stent was able to be deployed. However, when the tech tried to remove the axios device, the stent seemed to get stuck on the deployment catheter causing the stent to be dislodged from the cyst. The stent was removed using a rescuenet retrieval basket, and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) medical ctr. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. The physician was using the eus method of deployment, where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. During the procedure, the tech was able to penetrate the cyst. However, the monopolar plug was detached when the cautery was removed. The stent was able to be deployed. However, when the tech tried to remove the axios device, the stent seemed to get stuck on the deployment catheter causing the stent to be dislodged from the cyst. The stent was removed using a rescuenet retrieval basket, and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event.